Manufacturer narrative:
The unit did not have a button response due to an unlocked lcd keypad connector. There was no unexpected blank display anomaly. The unit passed the self-test. All operating currents were within specification. The unit had a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a button anomaly and an occasional blank display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 129 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.